Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having cancer, renal failure, heart failure, pulmonary edema, copd and prescribed inhalers. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
**UDI related data quality updates only**. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.